Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners. Keypad scratched. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 126 mg/dl. The customer stated that there is crack and buttons scratched up really bad on lcd screen and buttons. The customer stated that he can't read anything else on the screen. Of the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.